Manufacturer narrative:
Added information to section h6 (investigation findings and investigations conclusions). H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this presentation. Related report ID number 2015691-2024-05677. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. In addition, the device was not returned to edwards for further investigation as it remains implanted in the patient at the time of this event, and no images or medical records were provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this presentation. The subject device is not available for evaluation as it remains implanted in the patient at the time of this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of presentation "suivi des patients porteurs de bioprothese aortique inspiris de 2017 a 2021" (follow-up on patients who received an inpiris bioprosthetic aortic valve from 2017 to 2021) the following event was identified as pertaining to an edwards device on slide 15: a 67-year-old patient with a 11500a21 valve model implanted in aortic position presented with high gradients (43mmhg) after an implant duration of four (4) years and six (6) months due to valve degeneration. Leaflet thickening was observed on CT scan. Reportedly, gradients increased progressively over the years: 23mmhg at 2 years, 35mmhg at 4 years up to 43mmhg. Patient was placed under consideration for a redo surgery once potential complication of breast cancer (nodule identified in the liver) is investigated.